Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. System operates as intended. (B) (4).

Event description:
The customer reported, there is no image on the monitor. No patient injury was reported.